Event description:
The customer contact reported the device alarmed for s321 (motor error-pmc, left) malfunction error code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, device programming, or event details were not available. During testing at the user facility, it was noted that the device had a damaged j3 connector and alarmed for s321 (motor error-pmc, left) malfunction error code. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.